Event description:
It was reported that the tip of the probe broke into little pieces in the pt's joint during an ankle arthroscopy case. The doctor was able to remove the pieces, and was able to finish surgery successfully.

Manufacturer narrative:
Additional info will be provided, once investigation is completed.